Event description:
It was reported that the lead broke because of traction which occurred during the explantation of the device for deficiency. The lead with the 4 electrodes and tines were still in the body of the pt. No pt injuries were noted and he was reported as doing "okay".